Event description:
During evaluation of a returned homechoice machine, three increased intra-peritoneal volume (iipv) events were identified. The date of this therapy is unknown due to a corrupt event history log. During night drain cycle 24, the patient's ultrafiltration reading was 16257ml, indicating the home patient (hp) drained 16257ml more than their maximum programmed fill volume of 2300ml this information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was unexpected high uf for therapy compared to other therapies. If any additional information is received, a follow-up will be sent.